Event description:
It was reported that the patient experienced perforation. It was also noted that the right atrial (ra) lead and the right ventricular (rv) lead both exhibited placement difficulty issues due to patient anatomy. The ra and the rv leads were attempted/not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.